Event description:
Following pump implant the pt became unresponsive. The hcp initiated baclofen infusion with a concentration of 2000 mcg/cc; starting dose was 100 mcg/day. A priming bolus was given with a small additional bolus for a total of 784.2 mcg. The pump was started at 17:13 and was stopped at 20:30 due to unresponsiveness of the pt. The pump was restarted approx 13 hours after it was stopped. The pt's dose has subsequently been titrated to 200 mcg/day and pt is reported to be "doing well"